Event description:
It was reported that the closure device embolized. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The closure device was noted to be proximal, with a shoulder and low compression post procedure. The patient came in to have a computed tomography (CT) performed prior to another procedure. The CT imaging showed that the closure device had embolized out of the laa and was in the left ventricular outflow tract of the patient. The physician used a percutaneous snare to capture the closure device; however, they could not get the device into the sheath, so the surgeon came in and helped bring it down to the iliac and performed a cut down and successfully removed the device. There were no complications or consequences as a result of this event. No additional procedure is scheduled, the physician will keep the patient on anticoagulation medication.